Manufacturer narrative:
The manufacturer previously reported that the manufacturer became aware of an allegation for an everflo device stating the unit sparked and damaged the wall socket. It did not trip the main power box. Upon inspection in the workshop, one ac power has signs of burning and corrosion with melting visible on the surrounding plastic. The tech arrived onsite and reported that it melted the plug head and damaged the wall socket. They are concerned as it didn't trip the main powerbox, for which could be a house issue. Unit has been replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated: box h: device manufacturers: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer became aware of an allegation of everflo device stating unit sparked and damaged the wall socket. It did not trip the main power box. Upon inspection in the workshop, one ac power has signs of burning and corrosion with melting visible on the surrounding plastic. The tech arrived onsite and reported that is melted the plug head and damaged the wall socket. They are concerned as it didn't trip the main powerbox, for which could be a house issue. Unit has been replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.